Manufacturer narrative:
On (B)(6) 2012, in two-year follow-up study, it was revealed the diameter of the aortic arch aneurysm had decreased to 66mm. The proximal type I endoleak remained. The physician elected to monitor the patient.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Original report listed date as march 22, 2012.please see below corrected data.on (B)(6), 2011, in six-month follow-up study, it was revealed the diameter of the aortic arch aneurysm had enlarged to 78mm. The proximal type I endoleak remained. The physician elected to monitor the patient

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of an aortic arch aneurysm using two gore® tag® thoracic endoprosthesis ((B)(4)). Prior to implantation of the stent graft, right subclavian artery-left subclavian artery-left common carotid artery bypass procedure was performed using a surgical graft. The coil embolization of the right subclavian artery and the left subclavian artery were also performed. The patient tolerated the procedure without endoleaks or other adverse events revealed. On (B)(6) 2010, the patient was discharged from the hospital with a proximal type I endoleak noted. Aneurysmal diameter was 76mm. The physician elected to monitor the patient. On (B)(6) 2012, in six-month follow-up study, it was revealed the diameter of the aortic arch aneurysm had enlarged to 78mm. The proximal type I endoleak remained. The physician elected to monitor the patient on (B)(6) 2011, gore® tag® thoracic endoprosthesis ((B)(4)) was implanted to treat the proximal type I endoleak. On (B)(6) 2012, in two-year follow-up study, it was revealed the diameter of the aortic arch aneurysm had decreased to 66mm. The proximal type I endoleak remained. The physician elected to monitor the patient. On (B)(6) 2013, in three-year follow-up study, it was revealed the diameter of the aortic arch aneurysm had enlarged to 81mm. The proximal type I endoleak remained. The physician elected to monitor the patient. On (B)(6) 2013, in four-year follow-up study, it was revealed the diameter of the aortic arch aneurysm had enlarged to 86mm. The proximal type I endoleak remained. The physician elected to do an additional procedure whereby the physician planned to perform a coil embolization along with implanting an additional device to treat the proximal type I endoleak. During the coil embolization, the aorta became dissected. The patient passed away from aortic dissection. No further information is available.